Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the mid-left anterior descending artery that was mildly tortuous, mildly calcified and 75% stenosed. After the lesion was pre-dilated, a xience alpine 2.25 x 18mm stent delivery system (sds) was advanced to the lesion. The device failed to cross the lesion due to the patient anatomy. There was reported resistance felt during retraction of the sds into the guideliner, and upon removal, tip flaring was noted in the distal edge. The xience alpine sds was replaced with a non-abbott stent system to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the eccentric, mildly tortuous, mildly calcified and (B)(4) stenosed anatomy resulting in the reported failure to advance. Manipulation to advance and/or interaction with the guideliner as the device was being retracted resulted in the reported material deformation thus resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.